Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery out limit and failed battery alarm on insulin pump. The customer¿s blood glucose level was 200 mg/dl. Troubleshoot for failed battery test alarm was performed and customer reported that with in 15 hrs later it alarmed again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis